Event description:
The customer reported via phone call that the insulin pump had a damaged display screen. The customer's blood glucose was 160 mg/dl. The customer stated that the insulin pump was dark around the edges and that the numbers were blurred. He stated that the insulin pump worked but that he was having difficulty reading the insulin pump's screen. He stated that the issue occurred when he put the insulin pump in his pocket. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.